Event description:
The customer reported that the architect instrument card cage was found burned with evidence of fire. Trouble shooting the issue revealed that the card cage and motor driver were damaged due to leaking from the stat pipettor. The card cage and the motor driver were replaced in order to resolve the issue. No discrepant patient results were generated and no impact to patient management or user safety was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.